Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "lint in pak" (foreign material present in device). A customer reported lint in the pak. It is suspected to be coming from the gown. There was no pt harm reported.